Event description:
Customer reported that she was having problems with her sensor. Customer stated that it was giving incorrect readings it was showing that the blood glucose was 35 mg/dl and the correct blood glucose was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.